Event description:
It was reported to philips that the device alarmed for a blower error and stalled while in use on a patient. This event was reported to have occurred during patient use. The patient was transferred to an alternate ventilator. There was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer observed error code 1134 in the significant log. The device has software 3.00 and high flow therapy installed. The device has 22,000 hours and is over 12 years old. The rse advised replacing the blower and, if not resolved, the mc pcba. Following the evaluation of the device, the customer replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Event description:
It was reported to philips that the device alarmed for a blower error and stalled while in use on a patient. This event was reported to have occurred during patient use. The patient was transferred to an alternate ventilator. There was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer observed error code 1134 in the significant log. The device has software 3.00 and high flow therapy installed. The device has 22,000 hours and is over 12 years old. The rse advised replacing the blower and, if not resolved, the mc pcba. Following the evaluation of the device, the customer replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.